Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at approximately 6pm. On an unspecified date/time the patient reportedly obtained blood glucose results of "82, over 200, and 314mg/dl", within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient does not manage his diabetes with oral medication or insulin and it is not known what action, if any, the patient took in response to the alleged issue. According to the csr's documentation, immediately after the reported issue began the patient developed symptoms of cold sweats and felt warm. It is not known if the patient made any changes to his activity level or diabetes management prior to the start of the alleged issue and it is not known if the patient associated his reported symptoms with high or low blood glucose. The patient denied receiving any medical intervention after the reported meter issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.